Manufacturer narrative:
The explanted device was returned for evaluation. The analysis confirmed fixed deposition throughout the pump. Depositions consistent with fixed denatured blood were found on the rotor body and outlet stator. Furthermore, laminated thrombus was found on the inflow cup and ball bearings. Although a root cause for these observed depositions could not be conclusively determined through this evaluation, they could have contributed to the initial report of the pump clotting in (B)(6) 2011. A correlation between the device and the reported infection could not be conclusively determined. Fixed depositions were found in the inflow graft, inlet elbow, outflow graft, and outlet elbow. These depositions were unstructured and had no evidence of lamination. These depositions appeared to have developed due to a low flow event or an interruption in flow through the pump. However, the evaluation could not conclusively determine the specific cause of these depositions nor the duration of their presence in the pump. The rotor body and outlet stator revealed dark red, fixed depositions. The deposition in the outlet stator was consistent with denatured blood and appeared to be hard and have a ring-like structure, which may have developed due to a low flow event or an interruption in flow through the pump. Its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. However, the evaluation could not conclusively determine the cause of the low flow nor the duration of its presence in the pump. The inflow cup and ball bearings revealed a dark red, fixed deposition. The thrombus appeared to have formed in laminated layers, which is an indication that it likely developed over a period of time while the pump was in operation. However, a specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 4 years, 4 months. The device was returned for analysis. Evaluation is not yet complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's pump coagulated in (B)(6) 2011. At the time, the percutaneous lead was clipped at the exit site and the patient survived without re-implant. The patient continued to be monitored in-clinic and reportedly recovered. The pump remained in the patient's chest until (B)(6) 2015 when the patient developed a driveline and pump pocket infection. Gram (B)(6) cocci in chains and pairs were cultured. On (B)(6) 2015, the pump was explanted, the driveline tract was irrigated with antibiotics, and a wound vacuum was applied. The patient was discharged and will continue to be monitored in-clinic. No further information was provided.